Event description:
A retail location reported a consumer could not remove their lens from their right eye after showering with the lens in the eye. The consumer also experienced red eyes with pain and discomfort. The consumer required assistance removing their contact lenses from the staff at the store. Medical records stated the consumer¿s diagnosis was a corneal ulcer in right eye. The consumer was prescribed amoxicillin, danzen, biomycin ointment, sterile ophthalmic ointment, and cravit ophthalmic solution. The doctor also recommended the discontinued use of contact lens.

Manufacturer narrative:
Although requested the product lot number is not available. Therefore, the UDI information is not available. Device was returned and evaluated. Product evaluation results were within specification and met the established criteria and concluded that no product defect was found. Based on all available information, no causal factors can be determined, and no conclusion can be drawn.